Manufacturer narrative:
The device was manufactured november 27, 2018 - november 28, 2018. Correction/removal report number: 3010291427-09/06/19-001-r. Only one (1) sample was received for evaluation, therefore, no evaluation could be performed on the additional five (5) devices. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.